Event description:
Customer reportedly received result in the 50's (mg/dl) on the aviva system and result of 223 mg/dl on a professional system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.